Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings: evaluation revealed that the label was torn. The display had a pink contrast. A display lens leak was found during leak test. Moisture was seen on the display and inside the pump but not in the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display had a pink contrast. This report is made based on results of investigation completed on 09/24/2014.